Event description:
Balloon will not deflate.

Manufacturer narrative:
(B)(4). Based on available info, our medical determination is that this malfunction is serious; because in some cases, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. Reported to the FDA on (B)(4) 2013.